Manufacturer narrative:
(B)(4). Investigation summary: level c investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_4__; occurrence: a complaint history check was performed and this is the 1st related complaint for hypoglycemia, scale (difficult to use) and label information (unclear) on lot #0034109. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, hypoglycemia, scale (difficult to use) and label information (unclear) was captured and addressed investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 0034109. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200874681] noted that did not pertain to the complaint. There were two (2) notifications [200873962, 200874114] noted for missing print. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd insulin syringes with the bd ultra-fine¿ needles experienced product damage/deformation while still considered operable. Product defect was noted during use. The device was involved with the patient experiencing hypoglycemia after administering twice their insulin dosage. The patient received a glucose IV from emts and was taken to a hospital. The patient was monitored for a period of two hours before being released. The following information was provided by the initial reporter: verbatim: spouse of consumer reported that consumer was previously using a different brand 1 ml insulin syringe and was recently switched to the bd insulin syringes. Spouse stated the pharmacy advised them it was the same syringe but a different brand. Spouse stated consumer was measuring up his insulin dose not realizing the scale markings were different on this syringe. Stated consumer was receiving double his insulin dose and ended up having a hypoglycemic attack on (B)(6) 2020. Spouse stated consumer was incoherent on friday (B)(6) 2020 so she called the emt's to transport him to the hospital. Stated emt's administered a glucose IV which made consumer coherent again. Stated the ER at the hospital tested consumer's blood pressure, blood sugar and monitored his heart. After 2 hours consumer was able to go home. No new medication prescribed and no further treatment needed. Spouse stated consumer had a previous attack like this, over a year ago when he was using his old syringes. Spouse stated she advised the pharmacist of what happened due to the consumer not knowing how to properly measure up his medication. Spouse stated the pharmacist should have advised them of the different markings on this syringe and also that the bd syringe package labels should be more clear with what the scale unit markings are. Spouse could not provide any information on previous syringe that consumer was using. Lot #: 0034109, catalog#: 328418, date of event: (B)(6) 2020.